Event description:
It was reported that a revision surgery was performed for a poly swap on patient of a journey 1 implant. Customer asked for revision due to genuflecting knee. Surgeon decided to make an ex - change of the implant, while doing it post broke off insert. No delay. Back up device of s&n used.

Manufacturer narrative:
The associated complaint device was returned and evaluated. The lab analysis concluded, this examination showed a fracture of the tibial post and features of deformation, wear, and surface damage on the insert. The indentions that were shown on the insert may have been from seating the insert as well as removal of the insert. The delamination could have been caused by attempting to remove the insert as well. The cause of the post fracture upon removal could not be determined from the investigation of the device. No evidence of material or manufacturing deviations were observed in this investigation. The clinical/medical team concluded, no relevant clinical medical information was provided to conduct a thorough medical assessment. The product evaluation revealed no evidence of material or manufacturing deviations during the investigation. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. If new information is received in the future, this complaint can be re-opened. We consider this investigation closed.